Event description:
On (B)(6), 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) (year not specified). The patient reportedly obtained blood glucose results of "75 mg/dl" with a lifescan meter and "200 mg/dl" on another meter, performed more than 30 minutes from each other. The reporter denied the patient tested their blood glucose with another device. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages their diabetes with diet and/or exercise issue; patient's testing frequency is not specified. In response to the alleged issue, the patient reportedly consumed more food/drink at an unknown time on (B)(6) (year not specified). It is not known if the patient developed any symptoms as a result of the reported issue; however, for reasons unspecified, the patient allegedly went to the emergency room (ER) at an unknown time that day. According to the csr's documentation, during the patient's time in the ER, the patient was reportedly monitored and was possibly given insulin; it is not known, however, what the patient's blood glucose result was (with the subject meter) prior to going to the ER and it is not known what the patient's blood glucose result was with the ER's meter. At the time of troubleshooting, the csr noted that the patient lives in trinidad and the reporter (who resides in the united states) was contacting lfs on patient's behalf. The csr noted the reporter does not have any of the patient's testing supplies available at the time of the call. Replacement products were sent to the reporter. This complaint is being reported because the patient reportedly obtained an inaccurate low reading on the subject meter, administered treatment based on the alleged result, and reportedly sought medical intervention for hyperglycemia by going to the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.